Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Improper user issue and improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficience and no corrective action is required at this time.

Event description:
The caller alleged a variance between two (2) inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 1.5 and 3.6. Therapeutic range: 2.0 - 3.0. The time between testing was two (2) minutes. The customer reported a user issue and improper techniques when performing the inratio testing. The following was reported: the monitor was not in the correct mode when the finger stick was performed, the customer was unable to obtain a sufficient blood sample, multiple drops of blood was applied to the testing strip and the customer touched her finger to the sample well. There was no reported adverse patient sequela. There was no additional information provided.